Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 551 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.